Event description:
It was reported that during patient treatment in nava (neurally adjusted ventilatory assist) mode, there were alarms generated for ¿edi signal interference from ECG¿ and ¿edi signal invalid¿. High respiratory rate was delivered and the patient derecruited, with saturations dropping to 70% and large volumes of air was accumulated in the stomach. Manual ventilation was initiated to stabilize the patient, and the edi catheter was replaced. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
Since model and lot # is unknown, UDI information and manufacturing date is unknown.